Event description:
Additional information: the health care provider later reported the pump cause of the event; issue unknown. There were no patient symptoms and no injury reported.

Event description:
Additional information: the patient wanted the pump explanted because it was bulky and not working. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient went in (B)(6) 2012 to have the device filled and was told the pump was "not working any longer." It was reported that the device system was previously used to deliver morphine, but since 2007 the pump contained saline. It was noted that the patient had no other questions or concerns. It was later reported that the pump was "broken" since (B)(6) 2011, but the alarm did not go off. The patient intended to have the pump removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).